Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 586 mg/dl which was treated with manual injection. Customer stated they woke up at that time blood glucose value was 386 mg/ dl then it goes to 586 mg/dl. Then customer had blood glucose value 99 mg/dl and goes to 350 mg/dl. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customers last blood glucose reading was 401 mg/dl. The insulin pump will not be returned for analysis.